Event description:
It was reported in clinic that the patient's right ventricular lead exhibited noise. The noise were over-sensed as episodes of high ventricular rate and non-sustained ventricular tachycardia. The patient was asymptomatic and no programming changes were made.